Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
The event involved a chemoclave® vented bag spike where the customer reported that the silicone was sunken and the fluid couldn't drip. The event occurred during patient use and the drug used was an unspecified chemotherapy. The customer stated that there was no bleedback reported, the product is not a biohazard and the device was not reprocessed/resterilized.

Manufacturer narrative:
Received one used ch-14 chemoclave vented bag spike for inspection. As received, the silicone seal was stuck down. The chemoclave was disassembled. The spike was found to be bent and broken. The reported complaint can be confirmed. The probable cause of the damage is due to a molding related issue during manufacturing. The device history record was reviewed and no relevant nonconformities were found that would have led to the reported complaint. Corrected information can be found in d10 and e3 - initial reporter occupation.